Event description:
Patient reported "rupture". Later healthcare professional reported "intracapsular rupture" against a non (B)(6) device. This record is for the left side. Device was explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt: 2208. Device: 1546. Reference report: mw5190672. This report captures breast implant #1.